Event description:
It was reported that the patient was in an electric lift chair and had symptoms of a "funny, pulling feeling" and got dizzy. When the patient got out of the chair, they felt fine. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1882tc competitor implantable pacing lead (B)(6) 2012. (B)(4).